Event description:
The physician was attempting to place a stent in the subclavian vessel to open an arterial stenosis. Attempts were made to cross the stenosis with the stent, but it would not cross. When the balloon and stent were pulled back into the guide the stent embolized. The patient had to undergo emergency surgery to remove the foreign body. See scanned page.